Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that in a review of pump data, large amounts of carbohydrates were entered into the bolus menu of the pump for an unknown reason. It was possible that the customer made an error when entering carb values into the bolus menu; however, this could not be confirmed. There was no reported adverse impact to the customer. Reportedly, the customer continued to use the pump for insulin therapy.